Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances greater than 2000 ohms. The patient was evaluated in the clinic, where the programming was switched back to bipolar and output was increased due to some observations of loss of capture. The patient was seen in the clinic again one month later, where the impedances were down in the 500 to 600 ohms range. The alert value was increased to 3000 ohms, as the patient was asymptomatic and not dependent. The plan was to continue to monitor, and program to unipolar pace and bipolar sense if the patient gets another alert. The system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right ventricular (rv) lead had an alert for high out of range impedances greater than 2000 ohms. The patient was evaluated in the clinic, where the programming was switched back to bipolar and output was increased due to some observations of loss of capture. The patient was seen in the clinic again one month later, where the impedances were down in the 500 to 600 ohms range. The alert value was increased to 3000 ohms, as the patient was asymptomatic and not dependent. The plan was to continue to monitor, and program to unipolar pace and bipolar sense if the patient gets another alert. The system remains in-service. No adverse patient effects were reported.